Manufacturer narrative:
It was reported that the customer's cause of death was acute cardio pulmonary arrest, leading to cause cardiac arrhythmia. No autopsy performed. Other significant conditions leading to cause of death esrd, on hemodialysis and diabetes, manner of death was natural. Customer tried to start insulin pump therapy again, but they couldn't get it to work. Took batteries out and put batteries back in and had to do a reset, but couldn't make it to work. It was reported that the customer wanted to wait to see doctor first before going back on insulin pump therapy. The customer was unable to see the doctor, due to the doctor being gone as he was only available a few days. They anticipated seeing the doctor; they confirmed that the customer did not wear the insulin pump at all between (B)(6). They stated that the insulin pump did make life easier for the customer.

Event description:
It was by the customer's mother, that the customer passed away on (B)(6) 2014. The cause of death was unknown, possible heart failure was stated. Customer was not wearing the insulin pump at the time of death. Customer took of pump prior to surgery on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.